Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
The device is discolored all around edge of can especially around weld. Device has given 30-35 shocks today and is unable to rescue patient. Device has had 54 events since yesterday. It is unclear if the shocks were appropriate or not, but only this ICD was explanted. The lead remains implanted. A request has been sent for this information. Should additional information become available, this event will be updated.